Manufacturer narrative:
Concomitants: 5126729, 02-010-06-0330 - logic cc femoral size 3, right; 5022435, 02-010-06-0531 - logic post. Aug. Block size 3, 5mm; 4862759, 02-010-66-1002 - metaphyseal femoral cone, small, h42mm; 4805607, 02-012-60-1480 - logic stem ext 14mm x 80mm; 4996490, 02-012-60-1612 - logic stem ext 16mm x 120mm; 5091481, 02-012-66-1000 - metaphyseal tibial cone, ml29mm; 5248399, 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t; 4941793, 200-02-35 - three peg patella 35mm; 5147204, 208-05-03 - cc distal fem augment sz 3, 5mm; 5050368, 208-06-03 - cc distal fem augment sz 3, 10mm; 5050384, 208-06-03 - cc distal fem augment sz 3, 10mm.

Event description:
It was reported via clinical study, that the 69 yo female patient caught an infection. The date of adverse event onset is unk-unk-unk. The initial surgery date was on 02-20-2018. The patient was revised with exactech components (poly exchange) on 02-11-2020. The patient¿s outcome was last known as resolved.